Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs), alleging that their onetouch verio flex meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2022 at 2:00 am. The patient stated that they manage their diabetes with a combination of insulin (basaglar and novolog). The patient reported that on (B)(6) 2022, after the issue began, they started developing symptoms of feeling ¿shaky and sweaty¿ and took action of consuming more food and drink between 2:30 and 2:45 am. The patient claimed that after changing the battery, the subject meter would still not power on so they called the emergency medical services (ems) for assistance. The patient claimed that when ems arrived, they received a blood glucose test only. The patient was unable to recall the result obtained on the ems device. At the time of troubleshooting, the cca was unable to walk through resolving the issue as the patient no longer had the device available. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged power issue began. The subject meter could not be ruled out as a cause or contributor to the event.